Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the flexura coli sinistra to colon transversum during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being implanted to treat a 1 cm malignant stricture. Reportedly, the patient¿s anatomy was severely tortuous. During the procedure, the physician was able to fully deploy the stent. However, right after stent placement, it was noted that the stent only expanded approximately 5mm. Reportedly, the patient developed a perforation 4-5cm proximally from the stent. In the physician¿s assessment, the stent did not cause the perforation and the stent delivery system never made contact with the perforated area. The physician performed an emergency surgery to remove the perforated area and the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿under observation in the ICU.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent failed to expand. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.